Event description:
The customer reported a device error indicating a failure of pads/paddles ECG.

Manufacturer narrative:
(B)(4): the customer reported a device error indicating a failure of pads/paddles ECG. The device was evaluated by philips. The reported symptom was duplicated. The power pca was replaced to resolve the issue.